Event description:
It was reported that a patient, receiving v.a.c. Therapy for an amputated right second toe, required amputation of the right third toe secondary to developing gangrene. According to a nurse (rn) at the wound care center, the patient stated that he applied the v.a.c. Dressing too tightly, which lead to the lack of circulation, gangrene and the subsequent amputation of his right third toe. In 2009, it was reported that the patient was stable and continues to receive v.a.c. Therapy at home.

Manufacturer narrative:
This appears to be a case of use error as the instructions for use were not followed and the drape was applied too tightly to the wound. The v.a.c. Dressing was not returned for evaluation. There was no report of a product malfunction with the v.a.c. Therapy unit, the unit was returned to the kci service center and subsequently tested per quality control procedures. The v.a.c. Therapy unit met specifications. V.a.c. Labeling states, "circumferential dressing application: avoid use of circumferential dressings except in the presence of anasarca or excessively weeping extremities, where a circumferential drape technique may be necessary to establish and maintain a seal. Consider using multiple small pieces of v.a.c. Drape rather than one continuous piece to minimize the risk of decreased distal circulation. Extreme care should be taken not to stretch or pull the drape when securing it, but let it attach loosely and stabilize edges with an elastic wrap if necessary. When using circumferential drape techniques, it is crucial to systemically and recurrently palpate distal pulses and assess distal circulatory status. If circulatory compromise is suspected, discontinue therapy, remove dressing and contact a physician."